Event description:
A (B)(6) old female pt contacted zoll lifecor customer support to report a "code 204" when she powered on the device. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the code 204 was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.